Event description:
It was reported that during surgery, the health care provider (hcp) tried to reseat and reset the set screw, but it would not tighten down. After "several" attempts and "several" minutes, the hcp opted to open a new device. There were no patient symptoms or injuries. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the connector black module was out of alignment. With the grommet was removed, the setscrew was misaligned due to the connector block being misaligned.

Manufacturer narrative:
(B)(4).